Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an communication error was not determined because no products or device logs were returned.

Event description:
It was reported that the device had communication error upon start up. Per report, the device was ¿not recognizing any channels¿, ¿every channel and every brain didn¿t work¿, ¿communication error on marquee but nothing on the pcu screen¿. The event occurred while attempting to start sedation (propofol infusion). The clinicians had to administer propofol via IV push instead until they were able to get the pump running. There was no patient harm. The event occurred in the emergency department. This was reported to bd representatives during their site visit.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had communication error upon start up. Per report, the device was ¿not recognizing any channels¿, ¿every channel and every brain didn¿t work¿, ¿communication error on marquee but nothing on the pcu screen¿. The event occurred while attempting to start sedation (propofol infusion). The clinicians had to administer propofol via IV push instead until they were able to get the pump running. There was no patient harm. The event occurred in the emergency department. This was reported to bd representatives during their site visit.